Manufacturer narrative:
We, the manufacturer of the device, and our us importer were unable to investigate further into the event of medwatch report #mw5085178 because there is no information identifying the patient, healthcare professional, or address of the laser treatment. There is no information regarding the patient's name, healthcare professional's name, or any relevant contact information. The report does not list a telephone number or email address to contact the patient or healthcare professional. Since we are unable to confirm/obtain additional information about this event, el.en. Can only rely on the relevant details listed in #mw5085178 to perform the evaluation. The investigation carried out based only on the limited information per #mw50811787 made us impossible to determine a conclusion for this event. No remedial action required. In case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On april 19th, 2019, el.en. Electronic engineering (B)(4) became aware of an adverse event, reported by us importer (B)(4) that received a communication from the FDA, concerning an adverse event happened to a patient recorded on the medwatch system with report # mw5085178. The patient reported to the FDA (medwatch report #mw5085178), on march 23rd, 2019 an adverse event happened to her, following a monalisa touch treatment performed in date (B)(6) 2018. The actual medical device involved in this event was not identified by the patient in the medwatch report mw5085178. Moreover there is no information identifying the patient, healthcare professional, or address of the laser treatment. There is no information regarding the patient's name, healthcare professional's name, or any relevant contact information. The report does not list a telephone number or email address to contact the patient or healthcare professional. Anyway the patient reports that she was diagnosed with vaginal dryness and performed the monalisa touch treatment to help with her condition. The patient stated that following the 3 mlt treatments she developed chronic nerve pain in the vulva region as well as urology problems. She also reports to have suffered a burn during the last treatment that left her with a polyp on the vulva. The patient have been treated with multiple rounds of antibiotic that have not cleared the urinary issue. She reports that the urethra and the skin around it are aggravated if touched. The patient is under medication with the following rx meds: fioricet, rizatriptan, eletriptan; and the following otc meds: multivitamin. The patient did not report any information relative to the device involved in the event. Anyway the only two devices that can perform the monalisa touch treatment are the smartxide2 and smartxide touch and both are manufactured by el.en. Electronic engineering (B)(4) and marketed in the united states with 510(k) number k133895. We, the manufacturer of the device, received the results of the investigation of our us importer (B)(4) located in (B)(4) us, for the investigation on this case: it was impossible to determine the root cause the event and identify the device because of the little information present in the report mw5085178, as stated above. (B)(4) also represents us distributor and service center for el.en. Electronic engineering (B)(4) medical devices. (B)(4) evaluated the event as reportable because the patient received medical attention and submitted its own MDR report #MDR-1222993-2019-00009 in date may the 7th, 2019. We, the manufacturer of device, became aware of the event on april 19th, 2019 by email from the us agent and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to submit additional information form the report submitted by the us importer. Moreover, we evaluated the event reportable because the patient received medical attention following the laser procedure. The present report has to be considered also as response to the medwatch report #mw5085178 received by us importer in date april 18th, 2019.